Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported a persistent ¿leak in iab circuit¿ alarm on a cs300 intra-aortic balloon pump (iabp) during therapy. Assessment confirmed no blood, discoloration, or abnormalities within the helium tubing, and no patient-related factors were identified. No patient harm or injury was reported.